Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, guidewire froze on the stent delivery system. The 70% stenosed lesion being treated was located in the non-calcified, mildly tortuous mid left anterior descending (lad) artery. The lesion was not predilated. The physician placed the luge guide wire in the lad. The physician attempted to place a 3.00 x 20 mm promus stent, but was unable to cross the lesion. The physician began to remove the promus stent delivery system, but it seemed to be locked on the wire. The stent delivery system and guidewire were removed and the procedure was completed with a new stent and guide wire. No patient complications were reported. Patient's current status reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.